Manufacturer narrative:
Pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on j6/pcb1. Unexpected low battery alarms due to the j6/pcb1 connector resistance issue. Pump received with cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery less than one week without sensor also battery compartment cracked. The customer¿s blood glucose was unknown. The device will be returned for analysis.